Manufacturer narrative:
This complaint is associated with the accu-chek flexlink plus recall initiated on (B)(4) 2011. Further investigations are ongoing within an assigned task-force.

Event description:
The patient reported, the first 3 infusion sets he used had bent cannulas and he experienced elevated blood glucose of up to 400 mg/dl as a result. His normal blood glucose range is 125-180 mg/dl. He injected insulin to lower his blood glucose. He stated he switched to a different type of infusion set. He does have scar tissue. He stated, he inserted the first two headsets using the insertion device and the third headset he inserted manually. The patient did not require treatment from a health care professional or second party to address the issue. The infusion sets were requested to be returned for evaluation.